Event description:
Account alleged brakes are broken. Technician found one caster in brake and the other casters turn freely. The hex rod screw broke off and the hex rod slid out of one caster. Tech replaced head end hex rod and installed screw to resolve.